Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. The vessel was moderately calcified and mildly tortuous. It was reported that the device was inspected prior to use and no issues were observed. During the index procedure, after the stent graft was implanted, angiography showed an unknown endoleak, possibly a type IV or type iii fabric endoleak from the contralateral limb stent graft. The event resulted in prolonged procedure time and that the physician had to use contrast agent several times to confirm the type and location of the endoleak. The patient received treatment. The physician implanted an endurant limb stent graft, resolving the event. Per the physician, the cause of the endoleak was due to either a broken suture at the seams or a hole in the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the exact type and cause of endoleak could not be conclusively determined from the three still angio images provided. The pre-implant films, additional films during the index procedure, and additional films post implant of the contra limb were not provided. The reported broken suture at the seams or hole in the graft material could not be assessed from the three images provided. Although a possible type iii fabric endoleak could not be ruled out, it may have been type IV transgraft endoleak likely due to heparin used during the procedure, porosity of the graft material or patient condition.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.